Event description:
It was reported that during a percutaneous stenting treatment procedure, stent damage was noted. This device was used in a peripheral case. The lesion details are not available. The physician attempted to advance the 3.50x28mm veriflex stent delivery system (sds) through the sheath, but felt resistance. The device did not exit the sheath. He pulled the sds out of the sheath and noticed the distal end of the stent struts were bent. The procedure was completed with a different device. There were no patient complications. The patient condition was listed as "ok".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous stenting treatment procedure, stent damage was noted. This device was used in a peripheral case. The lesion details are not available. The physician attempted to advance the 3.50x28mm veriflex stent delivery system (sds) through the sheath, but felt resistance. The device did not exit the sheath. He pulled the sds out of the sheath and noticed the distal end of the stent struts were bent. The procedure was completed with a different device. There were no patient complications. The patient condition was listed as ok.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was pushed proximally along the balloon which resulted in the distal edge of the stent being positioned approximately 6mm proximal to the proximal edge of the distal markerband. The distal edge of the stent was damaged and its struts were misaligned. The damage and condition of the stent is consistent with the distal edge of the stent getting pushed against a foreign object which resulted in the stent being pushed proximally on the balloon. The proximal edge of the stent was positioned 3mm proximal to the proximal edge of the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).